Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy a metal piece fell off of the instrument. The site contact was not able to provide info as to whether the piece fell into the pt cavity when it disengaged. The metal piece is returning with the device. The surgeon opened another instrument of the same type to continue the procedure. There was no pt injury reported.